Event description:
It was reported that during a follow up, this implantable cardioverter defibrillator (ICD) was interrogated and noted to have recorded episodes of shock therapy. The health care professional (hcp) reviewed an episode and observed that code 1005 had been recorded. Technical services (ts) was contacted for further review of the stored data. Ts reviewed the provided data and confirmed that code 1005 which indicated an open circuit condition was detected during shock delivery was recorded. It was noted that the device had appropriately delivered a shock to convert patient rhythm, however during the delivery of the shock, high out of range right ventricular (rv) lead shock impedances that measured to be greater than 125 ohms were reported. Ts discussed possible cause and recommended for the ICD and rv lead to be replaced. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported. Subsequent additional information received reported that during a remote interrogation, the health care professional (hcp) reported observing the right atrial automatic threshold (raat) and right ventricular automatic threshold (rvat) tests failed and were in suspension due to high intrinsic rates. It was also noted that the patient was in an atrial arrythmia with rates conducted above 120 beats per minute (bpm). Ts provided programming recommendations. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.

Event description:
It was reported that during a follow up, this implantable cardioverter defibrillator (ICD) was interrogated and noted to have recorded episodes of shock therapy. The health care professional (hcp) reviewed an episode and observed that code 1005 had been recorded. Technical services (ts) was contacted for further review of the stored data. Ts reviewed the provided data and confirmed that code 1005 which indicated an open circuit condition was detected during shock delivery was recorded. It was noted that the device had appropriately delivered a shock to convert patient rhythm, however during the delivery of the shock, high out of range right ventricular (rv) lead shock impedances that measured to be greater than 125 ohms were reported. Ts discussed possible cause and recommended for the ICD and rv lead to be replaced. At this time, the ICD and rv lead remain in service. No additional adverse patient effects were reported.